Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 lot# serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignat pain indications for use. It was reported that this would be like the fourth time replacing the handset. The patient representative (rep) stated that the handset was lagging at 90% again, the handset battery ran out fast again, and the handset screen was cracked. However, the handset was still operable. The agent reviewed the data and guided therep through deleting the handset. The rep said that this did not work before but that they would go through the steps of deleting the data again with the agent during the call. The agent transferred the rep to healthcare information technology (hcit) for further assistance with potentially optimizing the handset battery. When asked for the event date, the rep said that it was not that long after they got the device, so it had been quite a while.